Event description:
It was reported the needle shaft froze and a skin burn occurred. During a renal cryoablation procedure an icesphere 1.5 cx 90 degree needles was used. During freezing the needle shaft froze and required hot physiological serum to be used to avoid any further superficial burns. A new needle was used to complete the case. No further patient complications were reported.